Event description:
It was reported after implant the patient heard a pop and lost stimulation. The patient called the doctor after "the pop" and the doctor instructed the patient to turn off the stimulator until a revision could be done. The manufacturer representative met with the patient in 2008. Coupling and/or communication issues were reported. An over discharge stimulator was suspected. The manufacturer representative thought the patient had not recharged since ten months earlier. The manufacturer representative wanted to check impedances prior to surgery, so a physician recharge mode was suggested. The patient was brought to the operating room for a revision. The surgeon replaced the entire system. The patient was seen by the manufacturer representative post-operatively. The patient was doing very well. He was getting good, therapeutic, stimulation. The patient verbalized an understanding on how to use the new device system as well as an understanding of the post-op recommended precautions. The explanted product was sent to the hospital's pathology unit.